Event description:
Hcp stated the pt reported his pump was not working after an MRI. The pt continued to complain of no pain relief after several months of intrathecal morphine with boluses. Pump residuals were greater then 15 cc with pt reporting no pain relief. Programming continued to show proper function. Pump catheter exchanged in 2006 after dye test proved catheter was occluded. The pt continued to complain of no pain relied. Pumu refill residual of nearly 18 cc in 2006 proof of failure. The pt underwent pump revision in 2006. The pt was stablized on oxycontin, oxycodone, lortab, and percocet.